Manufacturer narrative:
Infection: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. It was unknown whether the medtronic products caused the infection, this MDR is being filed for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient with anterior cervical fusion at c5/6. It was reported that initial surgery was performed on (B)(6) 2020 using divergence at c5/6, as infection was noted, implant product was planned to be removed. Infection occurred and crp value increased. The placed cage was removed due to infection. After that, bone graft was performed with the autologous ilium. No further patient symptoms are complications were reported. The relationship between the reported event and the use of medtronic products is unknown.